Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the high intensity slide detection mechanism was worn on the scope socket, causing the high intensity mode to turn on/off, resulting in high/low brightness levels. Additional evaluation findings are as follows: 1.) Worn scope socket; 2.) Case screws noted rusted; 3.) Chassis noted rusted internally. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was getting brighter despite turning it down. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that high intensity mode did not work due to faulty slide detection mechanism of the scope socket. This was causing the high intensity mode to turn on/off, resulting in high/low brightness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was recommended that the unit be passed through the workshop for replacement of worn scope socket and replacement of rusted chassis and screws, full inspection and electrical safety test. Olympus will continue to monitor field performance for this device.